Event description:
Dealer stated that the two front screws in the van seat on a m51semired power chair are stripped out where it attaches to the base and the back 2 screws are bent. The end user allegedly fell backwards, out of the chair, and was trapped between the seat and the wall. He sustained a bruised ear and bruised the side of his face. No alleged medical intervention.